Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was not detected on the bus. A field service engineer (fse) verified the reported failure and powered off the station. After removing the back panel, loose row board cable connections were found at the drawer controllers for drawers 3.1 and 3.2. The fse reseated the cables, restarted the station, and accessed the hardware test application (hta). The drawer was detected, and a functionality test was performed, confirming proper operation. The station was then rebooted, and the repair was verified through the hta. The system functioned as intended after the field service engineer repaired the device.